Manufacturer narrative:
Evaluation anticipated but not yet begun.

Event description:
The user reported that during a demonstration, the device intermittently stopped rotating when operating at low rpm. There was no adverse consequence to a pt as a result of this event.